Manufacturer narrative:
08/21/2017 (B)(4): the device was not returned for repair, therefore, no root cause could be established for this issue.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that error type: error com was displayed when pressing the "valve" key to cancel (x less than 1 second is displayed and disappears. This error happens randomly. Error occurred during maintenance/service. No patient was involved. (B)(4).